Event description:
The customer reported the device experienced error code 240.4150.

Manufacturer narrative:
Corrected g5. Serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported the device experienced error code 240.4150.